Event description:
It was reported that the patient was unable to connect to the ipg following an rf procedure. Reportedly, the ipg was not set into surgery mode. A manufacturer representative was able to resolve the issue through troubleshooting. Patient was reprogrammed and has therapy.

Manufacturer narrative:
It was reported that the patient was unable to connect to the ipg following an rf procedure. Reportedly, the ipg was not set into surgery mode. A manufacturer representative was able to resolve the issue through troubleshooting. Patient was reprogrammed and has therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.